Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power and there was moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the black box showed evidence of power on reset events following loss of prime warnings. Evidence of moisture was found behind the display lens. No battery cap or cartridge cap was returned. All testing was performed with test caps. The pump powered up with a test battery cap to a dim discolored display. The battery cap was able to fully tighten. No battery compartment cracks were observed. No evidence of moisture contamination was found inside the battery compartment. A 24 hour basal program was run with a test battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find evidence of moisture contamination inside the pump on the transceiver/continuous glucose monitoring board and other printed circuit board components. A no power event was not duplicated during the investigation.